Event description:
When attempting to remove indwelling foley catheter, water was withdrawn from the balloon, but the catheter was unable to be removed. A physician worked with the catheter for 20 mins before the catheter was removed. He used a method of gently instilling and removing water from the catheter. The physician reported there was a problem with the device. The pt suffered minor discomfort.